Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) replaced the damaged lower display housing assembly. The fse calibrated the unit. The iabp passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
While performing functional test the getinge field service engineer noticed the monitor casing was damaged on the cardiosave intra-aortic balloon pump, due to operator abuse. Must be replaced prior to use. Wires were exposed. There was no patient involvement.